Event description:
It was reported by the affiliate that during a total laparoscopic hysterectomy procedure the ace36e broke. No patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: is it known which part of device broke? Yes/blade. Did the active blade break off of the device? If so, did it fall into the patient? Yes. Was it retrieved? Yes.